Event description:
Note: the date of event is unknown.it was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a rfa (radiofrequency ablation) procedure (patient age, gender and weight are unknown).according to the complainant, during the procedure, the generator suddenly powered down. After rebooting the system, no image was displayed on the console. However, after several attempts to cycle the power, the system worked normally. The procedure was completed with the same rf 3000 radiofrequency generator.there were no patient complications reported as a result of this event.note: this report is a supplement to manufacturer report # 3005099803-2009-05350.

Manufacturer narrative:
A visual examination of the returned device found the tamper proof seal was intact. The issue was confirmed and isolated to a faulty power entry module. After replacement of this component, the unit passed all performance criteria of its final test procedure.the condition of the returned incident device was consistent with the complaint that the generator unexpectedly powered down. The most probable root cause of the faulty power entry module is wear and tear.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number.(B)(4)

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufacture date is unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a rfa (radiofrequency ablation) procedure. According to the complainant, during the procedure, the generator suddenly powered down. After rebooting the system, no image was displayed on the console. However, after several attempts to cycle the power, the system worked normally. The procedure was completed with the same rf 3000 radiofrequency generator. There were no patient complications reported as a result of this event.